Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap could not be removed from the battery compartment. It was noted by the reporter that there was no damage to the pump or battery cap. The reporter noted that the battery cap has not been change since the purchase of the pump in june 2012. The user guide instructs the user to change the battery cap every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump and battery cap have been returned and evaluated by product analysis on 01/20/2014 with the following findings:investigation revealed the battery cap threads were damaged; all other components of the battery cap were found to be within specification. The battery cap could not be secured properly to the pump. The battery compartment threads were found to be damaged. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.